Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protective cap on the bd preset¿ arterial blood collection syringe had fallen off in the packaging and was noticed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during use, the customer found the needle was found to be bent and the protective cap had fallen off during the packaging of the vein blood collection device. A new artery blood collection device was replaced."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the protective cap on the bd preset¿ arterial blood collection syringe had fallen off in the packaging and was noticed before use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found the needle was found to be bent and the protective cap had fallen off during the packaging of the vein blood collection device. A new artery blood collection device was replaced."